Manufacturer narrative:
Date of event: (B)(6) 2014. Concomitant medical products: model #: sc-8120-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient was experiencing pain when the stimulator was turned on. It was also reported that the patient had not been using the scs since it was not functioning properly. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain when the stimulator was turned on. It was also reported that the patient had not been using the scs since it was not functioning properly. The patient will undergo an explant procedure.